Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a secondary 50ml infusion of magnesium was to infuse at 25ml/hr for over a 2 hour period, however it completed within 30 minutes. It was believed the student nurse programmed the pump incorrectly at the time. A stat EKG was done, and telemetry and vs were monitored. Subsequently, the rn programmed a secondary infusion of metronidazole 500mg/100ml on the same patient to infuse within 1 hour; however it completed in 18 minutes. The patient complained of burning at the IV site and the rate was reduced to 75ml/hr. The primary infusion was 1000ml of 0.15% potassium chloride in 0.9% sodium chloride. There was no lasting harm.

Manufacturer narrative:
The suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2018-02068 for MDR reporting.

Event description:
The customer reported that a secondary 50ml infusion of magnesium was to infuse at 25ml/hr for over a 2 hour period, however it completed within 30 minutes. It was believed the student nurse programmed the pump incorrectly at the time. A stat EKG was done, and telemetry and vs were monitored. Subsequently, the rn programmed a secondary infusion of metronidazole 500mg/100ml on the same patient to infuse within 1 hour; however it completed in 18 minutes. The patient complained of burning at the IV site and the rate was reduced to 75ml/hr. The primary infusion was 1000ml of 0.15% potassium chloride in 0.9% sodium chloride. There was no lasting harm.